Manufacturer narrative:
The respironics service tech confirmed the reported problem. The service tech replaced the blower, and also replaced the air valve as a precaution. Extended self testing (est) and performance verification testing was performed and the ventilator operated to specs.

Event description:
The customer reported the ventilator went vent inop and alarmed while in use on a pt. The customer reported there was no pt harm. Vent inop, when in use, will stop providing ventilatory support to the pt.